Event description:
A customer reported a cartridge alarm 30 that occurred during the pumping process. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed on backup therapy using mdi and was advised on the steps to follow upon receiving the replacement pump.